Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent bikini line sleeve gastrectomy versus standard laparoscopic sleeve gastrectomy for the treatment of obesity between january 2023 to december 2023. Gastric transection was accomplished with a 60mm reload and powered staple with tri staple technology. There were 364 patients included in the study and bleeding occurred in eight patients. Interventions and patient outcomes were unknown. Comparison of early results of aesthetic focused bikini-line sleeve gastrectomy and standard laparoscopic sleeve gastrectomy, tuna bilecik, january 2026, obesity surgery (2026).

Manufacturer narrative:
D10 concomitant product: unknown ligasure instrument, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.